Manufacturer narrative:
Per the pt's nurse, the sample is unavailable.

Event description:
A pt contacted baxter regarding their pt line separating from their transfer set during therapy. During a follow-up call with the pt's nurse, it was discovered that the pt is doing fine, and continued therapy successfully. No injury or medical intervention was reported.